Event description:
The long resectoscope was being used for bladder tumor resection, when the surgeon smelled smoke. She stopped operating and checked equipment. Stated that the electrical felt warm to touch and appeared to have melted on the instrument. Per surgeon, she noticed a decrease in the amount of power when she went to use it initially. The surgical tech unplugged the working element and cord and then reattached it to which it was then working to her satisfaction. When they stopped using the instrument they noticed that the place where the component attaches to each other appeared that it had melted. At that point the instruments were taken out of service for the remainder of the case. There was no harm to the patient.